Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the physician performed a valve alignment until the valve was too far off the balloon to safely deploy the valve. There was an attempt to withdraw the delivery system into the esheath+. The valve came off the delivery system as it was pulled through the esheath+. It was determined by the medical staff that the safest way to remove the crimped valve was to perform a femoral cutdown. The valve came off the balloon in the left common iliac (lci) and was extracted in the or. The case was aborted. The patient was discharged and will return for a tavr at a later date.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: impact code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An imaging evaluation was performed with images of the patient's anatomy and the following was observed: calcification and undersized vessels observed within the patient's left access vessels. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "the physician performed a valve alignment until the valve was too far off the balloon to safely deploy the valve". Per the training manual, "warning: do not position the transcatheter heart valve (thv) past the distal valve alignment marker. This will prevent proper thv deployment." As such, it is likely that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed causing the valve being positioned too distal on the inflation balloon. Available information suggests that procedural factors (over-rotation of fine adjust) may have contributed to the complaint event. As reported, "the valve came off the delivery system as it was pulled through the esheath+. It was determined by the medical staff that the safest way to remove the crimped valve was to perform a femoral cutdown". A valve aligned too distally may result in the larger crimp profile making it more susceptible to catching on the sheath tip. It is likely that if excessive manipulation is used on a delivery system whose crimped valve was aligned too distal, the crimped valve became dislodged during attempted removal, as reported in the complaint event. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (withdrawal of crimped valve aligned too distal) may have contributed to the complaint event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions nor product risk assessment escalation is required at this time.